Event description:
The customer contact reported during preventive maintenance testing the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. During testing, a review of the device history indicated multiple touchscreen button ID: invalid alarm codes. Further testing found contamination on the bottom touchscreen connectors. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.